Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was being prepared it was found that bubbles formed in the flushing line during initial flushing of the sheath with a syringe. It was not possible to get rid of the bubbles. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak constantly from the hemostatic valve. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was being prepared it was found that bubbles formed in the flushing line during initial flushing of the sheath with a syringe. It was not possible to get rid of the bubbles. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.